Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a secondary fracture occurred at the distal end of the nail whilst inserting a t2phl nail (220 mm) and a distal transverse locking screw using the freehand technique; the nail was replaced with a 3×4 nail (260 mm) kept in reserve for backup, and fixation was achieved. The operation itself was completed successfully."